Event description:
It was reported that customer experienced cartridge alarm 20 on pump and had also encountered cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode, and instructed customer to return problematic pump within 10 days and to program pump settings and connect continuous glucose monitor on replacement pump.